Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: anxiety during transcatheter aortic valve replacement under local anesthesia - the art-vr trial.

Event description:
The article, "anxiety during transcatheter aortic valve replacement under local anesthesia - the art-vr trial", was reviewed. The article presented a prospective, single center study examined overall patient discomfort and the effects of an immersive virtual reality (vr) environment on procedural anxiety in patients undergoing transcatheter aortic valve replacement (tavr) under local anesthesia. Devices included in the study were sapien 3, evolut pro, acurate neo 2, portico, and unknown. The article concluded patients undergoing transfemoral (tf)-tavr under local anesthesia experienced mild procedural anxiety and high satisfaction levels. Procedural vr use did not affect procedural anxiety or pain perception. [The primary and corresponding author was nicolas van mieghem, erasmus university medical center, department of cardiology, thoraxcenter, office nt-645, dr. Molewaterplein 40, 3015 gd, rotterdam, the netherlands, with corresponding email: n.vanmieghem@erasmusmc.nl]. The time range of the study was from september 2021 to january 2023. A total of 75 patients were included in the study, of which 6 (8%) received an abbott device. The average age was 79 years and the majority gender was male. Comorbidities included hypertension, diabetes, smoking, alcohol use, chronic obstructive pulmonary disease, transient ischemic attack, premedicated benzopdiazepines, premedicated beta-blocker.

Manufacturer narrative:
Summarized patient outcomes/complications of anxiety during transcatheter aortic valve replacement under local anesthesia: the art-vr trial were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, smoking, alcohol use, chronic obstructive pulmonary disease, transient ischemic attack, premedicated benzopdiazepines, premedicated beta-blocker. Some of the complications reported were heart block, nausea, pain, vomiting; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: anxiety during transcatheter aortic valve replacement under local anesthesia: the art-vr trial.

Event description:
N/a.